Event description:
(B)(4). General progressive malaise and maladies, initially. Significant hair loss, frequently recurring rashes that mimiced shingles, but were not shingles, chronic fatigue, weight gain (even though I am a fitness instructor), all over joint pain (requiring new rx), critically low levels of iron (severely anemic), critically low levels of vitamin d. High liver panel/bilirubin (even though I drink approx 1-2 drinks/week). Irregularly occuring periods, with heavy cycles, blood clotting. Pelvic pain, intermittent (acute after intercourse) chronic with no seemingly direct cause.